Event description:
A customer contacted baxter technical service center regarding a reload set 161 alarm during priming of therapy using the home choice system. The service representative advised the home patient to start over with new supplies, due to a crack in the cassette. Per the initial report, the service center assisted the customer in evaluating and resolving the issue during the initial contact. No patient injury or medical intervention was indicated at the time of the initial report.